Manufacturer narrative:
(B)(4). Device evaluated by MFR: a synergy ous mr 2.25 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the distal struts damaged; stretched, lifted and pulled in a proximal direction. Based on the analysis performed and the complaint report, the damage most likely occurred due to resistance being encountered during attempts to advance the device through the guide catheter. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no damage to the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-oct-2016. It was reported that advancing difficulties were encountered. The target lesion was located in the mildly tortuous and mildly calcified vessel. After a guide catheter crossed the lesion, a 2.25 x 38 synergy¿ drug-eluting stent was advanced but strong resistance was encountered in the guide catheter. The synergy¿ stent was removed and the procedure was completed with another 2.25 x 38 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed distal stent damage.